Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod. Use a new vial of insulin to fill the new pod."

Event description:
The customer's mother reported that her son's blood glucose measured 217 mg/dl at 1:43 pm, 268 mg/dl at 2:18 pm and 299 mg/dl "pre-meal" (exact time not reported). At 4:00 pm she gave him a correction bolus of 0.95 units; his bg was 300 mg/dl at that time. At 7:45 pm his bg reached 466 mg/dl. She removed the pod and stated that she could see a drop of insulin at the end of the cannula but also thought the cannula looked bent. She gave a manual injection of insulin for correction and was preparing to apply a new pod at the time of her call.